Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 380 mg/dl and a correction bolus was delivered to address the bg level. During a follow-up, it was reported the customer performed troubleshooting on their own and found that the occlusion was within the cartridge. A supply change was performed resolving the occlusion alarm. The customer's bg level during the follow-up was 160 mg/dl.